Event description:
Ten days post op (15aug98), patient presented in ER w/sob, tightness in chest & neck vein extension. Effusion was determined w/removal of blood w/epicardial window. Patient status was reported to be fine on 17aug98. On 19aug98 patient is not hemodynamically stable remains under phys. Care.